Manufacturer narrative:
Related voluntary medwatch form: mw5148815.

Event description:
It was reported that the right ventricular (rv) lead was explanted and replaced due to inappropriate shocks. No additional adverse patient effects were reported.